Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record was received for evaluation. Therefore, the investigation is confirmed for the reported patient device interaction problem and it is inconclusive for migration. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ec500f vena cava filter allegedly experienced migration and patient device interaction problem. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 53 years old female patient weighs 93 kgs.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for migration of device or device component and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. A review of the event indicated that an unknown eclipse vena cava filter experienced migration of device or device component and patient device interaction problem. This report was received from one source. One patient was involved with no patient consequences. Patient age, weight, and gender were not provided.